Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site after having a fall. As a result, the patient underwent surgical intervention during which the ipg pocket was relocated and the ipg was explanted and replaced electively, which addressed the issue.